Event description:
It was reported that the bottom of box of cement was wet and had clear tape. Opened up the outside box, inside boxes were all wet and cement fell through.

Manufacturer narrative:
Additional info has been requested and if requested and if received will be provided in a supplemental report.